Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report# 3005099803-2010-02060 for the associated device report. It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a duodenal mucosectomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, two clips prematurely deployed with the jaws fully opened and the physician had to withdraw the clips from the patient. A third clip was used to successfully complete the procedure. There were no patient complications as a result of this event. The patient was reported to be in stable condition post procedure.

Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient reported intermittent sound and a decrease in performance. The results of an integrity test in 2009 indicate normal receiver stimulator function with multiple electrode anomalies. Explant and reimplantation is planned but had not taken place at the time of this report.